Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, local infection / subacute chronic osteitis, peri-implantitis, numbness, inflammation, mobility